Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-134- user has low glucose value note: manufacturer contacted customer on 4/11/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 115 - 120 mg/dl. The customer feels well and did not report any symptoms. Customer was not experiencing symptoms of low blood sugar when the results of lo were obtained. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 02/16/2019 and open vial date is (B)(6) 2018. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).